Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an a 53mm abdominal aortic aneurysm. It was reported that the patient presented emergently nine days later with a cold left foot and leg pain. CT showed that the left stent graft limb was thrombosed. It was reported that during the index procedure the stent graft limb was unintentionally deployed into the external iliac artery covering the left hypogastric. A thrombectomy was carried out of the left iliac limb eight days later. Some clot was removed but some remained in the gate area of the graft. A fem-fem bypass was carried out so blood flow was restored to the left leg. It was reported there was some blood flow through the graft, but the physician was not confident it wouldn¿t clot again due to narrowing at the external iliac artery. As per the physician, the cause of the event was anatomy. It was reported by the physician, the thrombosis was caused because there was no flow into the left hypogastric artery. No additional clinical sequelae were reported and the patient is fine.